Event description:
I had the essure devices implanted (B)(6) 2015. Along with this I had an ablation done. Until this week I was unaware these 2 procedures should not have been done at the same time. Since having essure, I have experienced the following: severe lower back and abdominal pains, headaches, rashes, break through bleeding of different colors (dark brown to bright red), hair loss and severe fatigue. I am seeing a doctor tomorrow to discuss my situation and what can be done to prevent further side effects now known resulting after essure. My doctor said this was the best and least evasive procedure to prevent pregnancy. I have a history of serious problems during pregnancy and was advised to not have any more children. I took my doctors advice, thinking he had my best interest at heart. This was not the case. Knowing what I know now I would run from having essure. More studies need to be conducted and until it is deemed 100% safe, it needs to be taken off the market. It is ruining my life.